Manufacturer narrative:
This product is not marketed in the us. Device evaluation: visual inspection of the returned product found that the rod of the preloaded system passed below the lens and remained in the cartridge, not reached to nozzle. The rod cap was disengaged from the rod earlier than expected location. Top flange was pushed down correctly. One similar complaint type event was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that when confirming the lens folded figure of a ks-3ai aq310a1, 13.5 diopter, preloaded injector, before injection the figure was abnormal and stopped use before injection. No patient contact.